Manufacturer narrative:
B.2 added selection as it was inadvertently omitted from the initial report that was submitted. E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. H.6 investigation type, findings, conclusion and component code were updated accordingly based on the completed investigation. Additional information was received and confirmed the pump is unavailable for return. In discussion with the physician, it was agreed upon that the pump was likely caught in the papillary. He was pleased with the support that the pump provided during percutaneous coronary intervention and elected not to place a new pump as the patient's hemodynamics were stable off pressors. Investigation summary: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history review confirmed the device passed all the post sterile inspection checks. Regarding, tachycardia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pertaining to the positioning issue, they were unable to position the inlet in appropriately in the left ventricle. The inlet remained at the level of the aortic valve, and it would jump deep into left ventricle when advanced. The cause of the positioning issue cannot be determined since insufficient clinical details were provided.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced malpositioning of the device and arrhythmic events. The patient was planned for transferred in for higher level care. However, prior to the transfer the patient went into ventricular fibrillation arrest with return of spontaneous circulation (rosc), was intubated and then pulseless ventricular tachycardia arrested with rosc. The transfer via airflight was completed, and the patient was taken directly to the catheterization lab for impella cp placement and percutaneous coronary intervention (pci). Two stents were placed in the ostial mid-left anterior descending artery (lad). During the procedure, the physician was unable to appropriately position the inlet in the left ventricle. The inlet remained at the level of the aortic valve with intermittent ¿impella in aorta¿ alarms. During an attempt to advance the impella, it jumped deep into the left ventricle and caused sustained ectopy and then jumped back to the level of the aortic valve. After the pci was completed, the patient remained off pressors. The impella cp device was slowing weaned and explanted with a survived patient outcome. Hemostasis was achieved after perclose x2.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.